Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with bilateral diffuse lamellar keratitis two days post lasik procedure. The reporter indicated an oral steroid pack was prescribed and topical steroid eye drop dosage was increased. Additional information received indicated the patient's symptoms are improving. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.